Event description:
During a pta procedure, the subject device was used to dilate the target lesion. During inflation, the balloon ruptured. Subsequently, an attempt was made to retrieve the device; however, it could not be withdrawn through the guiding sheath (terumo destination 6fr. 45cm), and retrieval was difficult. The proximal portion of the device was cut in an attempt to remove it externally again, but the balloon and wire fractured within the body, resulting in retention of the balloon tip in the left superficial femoral artery. As a result, the patient was transferred to the operating room for vascular incision and surgical removal of the retained balloon fragment. The surgery was successful, and no adverse outcome was observed in the patient's condition.

Manufacturer narrative:
The device history records (DHR) of the device concerned were reviewed: the production lot, to which the device concerned belongs, passed all in-process inspections for every product, and the finished product inspections on representative samples based on sampling plan. No nonconformity or abnormality in the manufacturing processes of the device concerned was found. We will proceed the investigation of concerned product once it is returned from the terumo. The instructions for use of the crosperio rx (3213-2) provide the following information. [Precautions during usage] 13. Do not inflate or deflate the balloon rapidly in the blood vessel. (Rapid inflation or deflation may damage the blood vessel or cause the balloon to burst resulting in the debris left inside the body.) 16. If any abnormality such as strong resistance is experienced while manipulating the catheter, the procedure should be discontinued immediately. The cause should be verified and appropriate measures should be taken. (Continuing the operation with excessive force may result in damage to the catheter or in vascular wall injury.) 21. While inserting this device into the blood vessel or removing this device from the blood vessel, make sure that the balloon is completely deflated. (A device with larger and longer balloon requires a longer deflation time.) 22. If resistance is felt during post procedural withdrawal of this device, it is recommended to withdraw the entire system together with the introducer / guide sheath. [Complications] device failures: balloon rupture, insufficient inflation / deflation of the balloon, breakage of the balloon and / or the catheter shaft, difficulty in removing the device. Adverse events: local or systemic infections, local internal bleeding or hematoma, intimal rupture, vascular dissection, vascular perforation, vascular rupture, aneurysm, arrhythmia, acute vascular occlusion, venous thromboembolism, vasospasm, formation of pseudoaneurysm, arteriovenous fistula, bleeding requiring transfusion, allergic response to the contrast media / renal failure, ache or pressing pain, death, embolism, endocarditis, fever, hypertension / hypotension, inflammation, myocardial infarction, sepsis, shock, stroke, transient ischemic attack.